Event description:
Using 0.018 platinum plus wire inserted through a minnie support 018 microcatheter, the lesion was crossed with a knuckle wire technique. After crossing the lesion, this wire was then placed in the proximal anterior tibial and the minnie support catheter advanced and placed in the popliteal artery. Because the sfa lesion was diffuse and quite calcific, decision was made to proceed with ivl. Therefore, the overnight platinum plus was exchanged for a 014 command wire. In the process of retrieval of the platinum plus, it broke at what seems to be the tip of the wire. The command wire was advanced and placed in the popliteal artery. We then proceeded with serial balloon dilations with a 5 mm x 150 mm peripheral balloon between 12 and 14 atm all the way from popliteal through proximal sfa. Next, a 6 mm peripheral lithotripsy balloon was advanced and pulses deployed all the way from proximal popliteal through to proximal sfa and cfa. We then realized at this point that a prior platinum plus wire had fractured in its mid segment and not at the tip, and the proximal end of the fractured segment extended into the sheath. At this time, we proceeded to retrieve this wire by inflating a 4 mm x 30 mm coronary balloon at the distal end of the sheath over the 014 command wire, effectively trapping the broken 018 platinum plus wire within the sheath. We then withdrew the entire system (the sheath with the 4 mm balloon inflated at its tip out through the left groin, bringing the broken wire out of the groin. There is broken segment of wire was manually retrieved with the tip confirmed to be out. With the 014 command wire still in the right sfa, the left groin access was maintained. Over this wire, a 6 french glide sheath was advanced and placed in the left cfa. This wire was then retrieved and the aortic bifurcation crossed over with an angled glidewire, over which a 4 french im catheter was introduced and placed in the right cfa. FDA safety report ID #(B)(4).